Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse inspected system for the issue of not being able to deploy for docking. Fse noted on initial inspection that deploy for docking function was working as intended. Fse noted that the top boom covers were misaligned causing rubbing when moving the boom in and out. Fse reseated all top boom covers. Fse contacted the robotics coordinator (roco) regarding specific issue of deploy for docking setting. The roco noted that the setting was set at pelvic, patient right. Fse changed the setting for deploy for docking function and performed test. The function is working as intended. Fse also verified movement of the boom by testing all helm control functions and buttons and all tests passed. Fse performed docked and undocked touchpad settings on helm and system is working as intended. Fse performed system verification and test. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Even though the probable root cause cannot be determined based on the information provided and fse's field evaluation, the error 23149 points to the psc cart drive red manual lever.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, the user informed the technical support engineer (tse) that they were unable to deploy for docking due to error 23149, which indicated a manual drive lever status issue. The user opted to convert the procedure to a laparoscopic approach to continue. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the fse confirmed that the specific issue causing error 23149 was related to the manual drive lever status. This issue was also associated with misaligned boom covers and incorrect procedure settings. During phone troubleshooting, technical support was unable to clear the issue, confirming that the user could not continue or complete the procedure with the same system configuration and would have required conversion. The reporter confirmed that the issue occurred during docking and the ports were already placed on the patient.